Event description:
Rptr has a complaint regarding bad labeling instruction on aosept clear care contact lens solution. Rptr followed the directions on the back of the package, but ended up in serious eye pain. It lasted 3 days. Rptr had a swollen and red eye. It did go away eventually but rptr don't want this to happen to anyone else. Rptr asks to please make aosept clear care have more clear directions. Rptr feels it needs to be made more clear that the solution must be used with the enclosed contact lens case to be neutralized properly. The packaging is clear that the solution must sit for 6 hrs, but not clear that the case must be used. Rptr used regular case and that is why they got injured.